Manufacturer narrative:
Corrected data: the previous report stated the device was returned but pending evaluation. However, it was determined that the device was never returned for evaluation. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event it was reported that during an unspecified surgical procedure it was observed that the console device, when used with the foot pedal device, was not able to reach 80,000 rotations per minute (rpms) and only reached 48,0000 rpms. It was reported that after some troubleshooting it was discovered that the issue is with the foot pedal device and not the console device. It was reported that there was a fifteen minute delay in the procedure and there was no spare device available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of not being able to reach 80,000 rpm's was confirmed. An assessment was performed on the device which found that the device would not reach 80,000 rpms. During repair it was observed that the pedal was broken where the l-bracket attaches causing the device to not reach 80,000 rpms. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.